Manufacturer narrative:
Block h3: the pioneer plus pplus120 catheter was returned for evaluation. Visual and microscopic inspection confirmed the needle was deployed out of the exit port, resulting in a sharp edge of non-malleable material. Block h6: the probable cause is a mechanical failure due to the needle unable to retract. Device manipulation, impact and applied pressure associated with use and handling may affect the integrity of the device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Manufacturer narrative:
This complaint was reviewed and investigated according to the manufacturer¿s policy. The pioneer plus pplus120 was not returned for evaluation, thus no returned product investigation was performed. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.

Event description:
It was reported that a pioneer plus pplus120 catheter was used in a therapeutic peripheral procedure to treat a severely calcified sfa. After successfully re-entering the true lumen, the catheter became stuck and the needle was unable to retract. The catheter was able to be removed with the exposed needle, with no patient injury reported. The case was completed with other non-philips devices.  This product problem is being submitted due to the exposed needle, resulting in a sharp edge. There is a potential for harm if the malfunction were to reoccur.